Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and there was no power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Caller had not previously tried extended charging, so technical support instructed caller to leave wall adapter plugged into confirmed working outlet for at least 30 minutes to see if pump would begin charging, and planned to follow up, with no additional outcome information available.